Event description:
In 2009, a doctor alleged that he had three patients return to the office; each patient had one damon 3mx bracket that had come off. Each of the brackets involved still had the adhesive attached to it along with some enamel from their teeth.

Manufacturer narrative:
The doctor did not provide any specific patient information or any other specific information regarding the patients' health status. Numerous attempts have been made to contact the doctor; however, he has remained unresponsive. None of the brackets involved in these incidents have been returned; therefore, no evaluations have been conducted. Additionally, the doctor has not provided any specific part numbers or lot numbers regarding the brackets that were involved in these incidents; therefore, no evaluation of retain samples has been conducted. This is the first MDR report of the three incidents reported.